Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon inserting a tampon she felt more pressure than usual and after inserting noticed the applicator was damaged with a jagged tip that was slightly broken off and some pieces almost broken off the tip. She removed the tampon immediately and green plastic applicator pieces came out, some embedded in the tampon. She experienced lower abdominal pain like a bloated heavy feeling and odor. She stated she was going to seek medical attention to ensure no plastic pieces were left behind.